Manufacturer narrative:
Analysis was performed by onsite service personnel. The results of the analysis indicate the device was working to manufacturers standards. There was no error detected with the device. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was not able to be identified. The on-site technician provided the triage nurse his extension in case there were any issues.

Event description:
It was reported that the device is providing false non-invasive blood pressure (B)(6) readings. The device was in use on a patient at the time of the event. There was no adverse event reported.